Event description:
This is a spontaneous case report received from a medical doctor in the united states on 07-jul-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number a33567, inserted for permanent birth control on (B)(6) 2012. Essure was placed in the right tube only, as the left tube was already occluded. On unspecified date hsg (hysterosalpingogram) test was performed and showed right tube was occluded, left was already blocked. In 2014 the patient had an unplanned pregnancy. On (B)(6) 2016 the patient was experiencing headaches, heavy bleeding and light sensitivity, and was requesting a hysterectomy. Follow-up received on 01-aug-2016 quality-safety evaluation of ptc: (B)(4). Batch number a33567. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events or lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had an unplanned pregnancy. Pregnancy outcome was not reported. She experienced heavy bleeding (interpreted as genital bleeding) and was requesting a hysterectomy. The events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, genital bleeding may occur with essure therapy. In this case, pregnancy was diagnosed about 2 years after essure insertion and it was reported that a hsg (hysterosalpingogram) test was performed and showed right tube was occluded, left was already blocked. The event heavy bleeding occurred about 3 years and 5 months after insertion. Based on a compatible temporal relationship, considering their nature and in the lack of alternative explanation, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Follow-up from 18-oct-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had an unplanned pregnancy. Pregnancy outcome was not reported. She experienced heavy bleeding (interpreted as genital bleeding) and was requesting a hysterectomy. The events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, genital bleeding may occur with essure therapy. In this case, pregnancy was diagnosed about 2 years after essure insertion and it was reported that a hsg (hysterosalpingogram) test was performed and showed right tube was occluded, left was already blocked. The event heavy bleeding occurred about 3 years and 5 months after insertion. Based on a compatible temporal relationship, considering their nature and in the lack of alternative explanation, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.